Event description:
The accuslide would not shut off flow. There was no pt complication.

Manufacturer narrative:
The sample was returned and evaluated. The set was visually and functionally tested. When the set was connected to a solution container and the slide latch closed, solution was noted to have continued to flow. The slide latch ball was mechanically pushed from the back side of the latch while in the closed position. The ball moved further out of the restraining hole and remained in this position. The solution flow stpped. It is suspected that the slide latch ball had been assembled to far into the slide latch hole during mfg. This resulted in the slide latch ball not fully engaging the silicone membrane of the accuslide when closed causing a freeflow situation. The MFR has implemented a ball detection station during the assembly process to verify that the ball is present and properly positioned in the slider.